Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer was dispatched on 16 november 2015. The fse checked the tip top position, reset all tip position alignments and performed lubrication. The engineer ran macro and patients with no errors . On 17 november 2015 the fse followed-up with the customer. The customer reported the 2000 analyzer ran all night with no errors and is running sucessfully.there was no further action required by field sevice. The most probable cause of the reported event was the sorter the tip alignments were off.

Event description:
On (B)(6) 2015 a customer reported no tip aquired by sorter errors with their a1a 2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and ipth patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.